Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s unspecified onetouch meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. Attempts were made to contact the patient for further information; however, they were unsuccessful. The reporter stated that the alleged meter inaccuracy began 5 weeks prior to contacting lfs; the alleged inaccurate readings were not provided. It was not reported what medications, if any, the patient takes to manage his diabetes. In response to the alleged issue, the reporter claimed the patient acted accordingly however details of the action taken were not provided. The reporter claimed the patient had been experiencing hypoglycemia after the alleged issue began and on one occasion, on (B)(6) 2021, he was found to be ¿collapsing, sugar-coated, whimpering and unconscious.¿ when emergency medical services (ems) arrived, the reporter claimed the patient¿s blood glucose measured ¿38 mg/dl¿ on the ems device. It was not reported what treatment the patient received. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information was obtained by the customer care agent (cca) during a follow-up call with the patient. During the follow-up call, the patient clarified that the alleged inaccuracy issue occurred approximately on (B)(6) 2021 at 8:00 am when he obtained an alleged inaccurate high blood glucose reading of ¿210 mg/dl¿ with the subject meter compared to his normal results. The patient stated that he manages his diabetes with a combination of rapid-acting insulin (6 units at breakfast time, 8 units at lunchtime and 5 units in the evening) and insuman basal insulin (12 units in the evening) on a self-adjusting dose. The patient claimed that immediately after the alleged issue occurred, he injected 12 units of rapid-acting insulin and took his breakfast. The patient indicated that he felt fine until approximately 12:00 pm when he suddenly ¿could not walk properly¿ and ¿fell over.¿ his wife called the ambulance. The patient clarified that the emergency doctor obtained a blood glucose reading of ¿28 mg/dl¿ on the emergency medical services (ems) meter. The patient stated that the doctor treated him several times with an unspecified injection at around 12:30 pm and he woke up. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had followed the correct testing process. The cca confirmed that the patient¿s test strips had been stored correctly and there was no indication of misuse to the product. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Block b3. Date of event on (B)(6) 2021. Block d1. Brand name: ot verio flex meter. Block d4. Lot#: 4724676, serial#: (B)(6). Block h6. Medical device problem code: 1535.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.